Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator alarmed for high air supply pressure while used on a patient. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported high air supply pressure alarm was not reproduced during test of the returned air gas module in a reference ventilator. The received device log confirms the reported problem. Since we could trace back the reported problem to (B)(6), the date of event was determined to be (B)(6) 2018. Why the ventilator alarmed with high air supply pressure alarm, could not be determined in this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).